Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the total number of procedures? Please clarify: how many devices demonstrated the alleged deficiency on each involved patient event? Any patient consequences? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) I have just asked the questions you raised to (B)(6), the stores manager who reported the incidents. Unfortunately, he doesn¿t know how many procedures there were, only that two separate surgeons reported issues with endoloops from 2 different lots. There was a total of 5 endoloops used that day and 2 of these had the alleged defect. He does know that there were no patient consequences. No further information. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, an issue with 2 x endoloop sutures from (B)(6) hospital yesterday which was report to (B)(6) the stores manager. The code for the endoloop vicryl suture was ej10c. ¿we have had 2 of these items that have been used and after snapping the end off they couldn¿t pull the wire in and in trying, the wire snapped. The two that this happened with were both different lot numbers (aw9360 & ax1691) and there were 2 surgeons that tried this so I am told that user error is unlikely.¿ they used 3 more endoloops the same day with no issues. No adverse patient consequences were reported. Additional information was requested.